Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Additionally, the customer failed to properly cycle the cartridge. The customer was educated on the proper load techniques. Customer changed pump supplies to resolve the issue.